Event description:
Knee pain (injection site, both knees), knee swelling (injection site, both knees), knee effusion (injection site, both knees). Info was received mar-2004 from a patient, with a history of arthritis. The patient received treatment with synvisc in 2003 with no reactions. In 2004, the patient received their first synvisc injection into both knees. After the first injection, both knees became swollen and "felt like they were full of water." At the time of this report, the patient's outcome was unknown. Synovial fluid or effusion should be removed before each injection. Additional information was received in 2004 from patient's orthopedic surgeon. The patient has a 2 year history of osteoarthritis in both knees previously treated with nsaids. X-ray findings showed moderate, grade ii osteoarthritis with joint narrowing. The patient received two synvisc injections into both knees 10 months ago and 1 week later. Following both injections pt experienced pain, swelling and effusion in both knees. The pain and swelling was noted previously to the synvisc injections, also the effusion was not. No effusion was collected prior to the first injection and 20 ml was collected prior to the second injection, but was not analyzed. The patient was treated with "punction and intra-articular infiltration" (no details provided). The third injection was not administered. The physician assessed the causality as "related to the injection." At the time of report, the patient's outcome was unknown.a review of data did not indicate trends that could be associated to any product complaint.